Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) exhibited unspecified issue and the guidewire could not be advanced in the lv lead. The lv lead was not used. Patient status was not reported.

Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination found the inner coil inside the connector region was bunched up. The stylet/guidewire used in the field was not returned with the lead. Unable to perform stylet/guidewire insertion test due to the condition of the lead, as received. The cause of the reported event was consistent with procedural damage.